Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) serum test results from the icon 25 hcg test kit. Per customer email: "we have had this particular error to occur on at least two to three different occasions. Serum is the specimen. A test appears to be negative and the provider is convinced the test should be positive and asks for a repeat test and the repeat will yield a positive result". The actual results were not supplied. No injury has been reported as a result of this event.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter inc (bci) with: positive and negative serum controls. Low (24miu/ml) positive quantitative clinical serum sample. The complaint was not confirmed as product or pt sample was not submitted to bci for verification. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.